Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to low blood glucose. The cause of death was hypoglycemia and neural swelling. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 24 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The caller did not state whether the customer was using sensors. The caller declined to return the insulin pump for analysis or perform an upload as the pump was already donated.

Manufacturer narrative:
The correct information has been provided with this report.